Event description:
In preparation for an unknown endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the turn handle was stuck and could not be turned. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. This report is an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends.